Event description:
The consumer alleges her son's chair took off on its own and stopped suddenly, causing him to fall out of the chair. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this wheel chair. This model storm arrow has an unknown serial number. The age of the device is unknown. The latest revision of the owners manual 1143151 - rev h (jul/10) was used for this documentation. It is unknown if the consumer has fully read and understands the owner's manual. On page 19 the following warning is given: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manual, service manual or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician. It is unknown if the consumer has altered the device with accessories. The following warning is given on page 19: "accessories warnings - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Do not connect any medical devices such as ventilators, life support machines, etc., directly to the batteries used to power the wheelchair. This could cause unexpected failure of the device and the wheelchair." The medical condition, stability and medication regimen of the consumer is unknown. The consumer's level of experience with the device is unknown. It is unknown if the consumer was set up properly by a trained technician. The following "set up" warning is provided on page 20: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair, and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." The maintenance history or condition of the device is unknown. The following warning is given on page 24: "warning: wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result. Dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable), and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result. Set-up of the electronics control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Except for programming, do not service or adjust the wheelchair while occupied, unless otherwise noted. Before adjusting, repairing or servicing the wheelchair, always turn the wheelchair power off, otherwise, injury or damage may occur. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently. Do not overtighten hardware attaching to the frame. This could cause damage to the frame tubing. Transport ready packages are not retrofittable to existing models and are not field serviceable." It is unknown if the consumer had their seat positioning strap on at the time of the fall. It is unknown if the consumer follows all the safety warnings. The following safety warnings are given on page 24 and 25: "warning - the seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair. Do not go up or down ramps or traverse slopes greater than 9°. Never leave an unoccupied wheelchair unattended on an incline. Do not attempt to move up or down an incline with water, ice, or oil film. Anti-tippers must be used at all times. When outdoors on wet, soft ground, or on gravel surfaces, anti-tippers may not provide the same level of protection against tip over. Extra caution must be observed when traversing such surfaces. Do determine and establish your particular safety limits by practicing bending, reaching, and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in your seat. Always shift your weight in the direction you are turning. Do not shift your weight in the opposite direction of the turn. Shifting your weight in the opposite direction of the turn may cause the inside drive wheel to lose traction and the wheelchair to tip over do not shift your weight or sitting position toward the direction you are reaching as the wheelchair and/or seating system (if any) may tip over. Always keep hands and fingers clear of moving parts to avoid injury. Do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position."